Event description:
It was reported that the patient had been hospitalized for gastrointestinal issues and also had increased tone. At that time, the side-port was accessed, but no issues were found at that time. About two months later, the patient was having itching and restlessness. It was indicated that the patient had not been sleeping for the prior 2 to 3 days. The healthcare professional (hcp) aspirated through the catheter access port to verify that the catheter was okay, but the back flow was fine. No volume discrepancies were reported to the hcp and there were no issue noted in the logs. One week later, it was reported that there had been gradually increasing reservoir volumes at refills. The patient would also experience symptoms of withdrawal with itching, increased tone, and the feeling like ants were crawling on her. It was indicated that the cause of the event was the pump, so it was surgically replaced. It was stated that the patient had happened to be hospitalized at the time of the event for gastrointestinal issues. The patient reportedly recovered without sequela. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l42924, implanted: (B)(6) 1997. Product type: catheter. (B)(4).